Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor. No excessive no delivery alarm noted. The motor passed motor test. Unable to test for lost sensor alarm due to motor error alarm. The insulin pump had a cracked lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer called and reported the insulin pump alarmed with motor error and no delivery during priming. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was not using the sensor feature. The customer was able to complete the rewind sequence. However, upon beginning no delivery troubleshooting, another motor error alarm was received. It was advised to discontinue use and revert to a back-up plan. Customer was also advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.